Event description:
It was reported that stent damage occurred. The 90% stenosed, 32x4.00mm target lesion was located in the severely tortuous mid to distal end of right coronary artery. A 32x4.00mm promus premier drug-eluting stent was advanced to treat the lesion. However, the device failed to cross the lesion and when the physician removed the guiding, it was noticed that the end part of the stent strut was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 32x4.00mm target lesion was located in the severely tortuous mid to distal end of right coronary artery. A 32x4.00mm promus premier drug-eluting stent was advanced to treat the lesion. However, the device failed to cross the lesion and when the physician removed the guiding, it was noticed that the end part of the stent strut was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: promus premier ous mr 32 x 4.00 mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent was damaged in the distal end and proximal end of the stent with struts lifted and pulled. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. Stent damage most likely occurred when the stent met resistance of a stenosed lesion and a tortuous anatomy. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed signs of damage on the distal edges of the tip. Tip damage most likely occurred when the tip was pushed against a restriction. A visual and tactile examination of the hypotube found no issues with the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner extrusion found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.